Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No clinically significant delay, no medical intervention and no adverse consequences.